Manufacturer narrative:
The insulin pump passed the self test, sleep current measurement, active current measurement, and the displacement test. The insulin pump trace download analysis confirmed the pump alarmed power error 25. The power management tool confirmed the power error 25 alarms were triggered when the battery loaded voltage was less than 3.5 volts for four consecutive hours due to connector resistance. After disconnecting and reconnecting the internal battery connector, the pump was monitored and it functioned properly.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they did not receive a low battery alert prior to the replace battery alert. The customer¿s blood glucose value at the time of incident was 98 mg/dl. The customer also reported other blood glucose level such as 302 mg/dl. The customer reported that this was second occurrence that they did not receive a low battery alert prior to the replace battery alert. The customer was reported that the insulin pump had power error detected alarm. The customer was assisted with troubleshooting for power error. The customer was also advised to replace the insulin pump and may continue to wear insulin pump until replacement arrives. The insulin pump will be returned for analysis.